Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue then was removed by pulling it from tissue. There was minimal tissue damage and clips were able to be placed around the tear. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, post firing with the first cartridge there were several missed staples out of two of the staple lines. The device was reloaded with a second cartridge, and used to remove the bad area of the staple line. The device was then used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with a cartridge reload loaded on the device. There were also (4) ecr45w cartridge reloads present. The complaint was originally reported as an ec45a, however the ec60a was returned. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.